Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the speaker was broken. The device was in clinical use at the time the issue was discovered. There was no allegation of an adverse event or any patient or user harm.

Manufacturer narrative:
See report # 9610816-2016-00281.